Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Additionally, the crt-d was interrogated and a yellow fault screen was displayed on the programmer indicating a fault code 08 (runaway atrial pacing) and a possible device malfunction had been encountered. The patient implanted with this crt-d resides in a correctional facility and will be moved to a different correctional facility in order for the patient to be seen by their physician. No adverse patient effects were reported. Subsequently, this device was explanted and returned for analysis.

Manufacturer narrative:
This device is currently in analysis. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the header of this device was no longer attached and was not returned with the device. The battery status was end of life- battery exhausted. It was noted that an open circuit during shock delivery had been detected by the device, but this device had been left in monitor plus therapy during and after explant. All stored episodes from the time that the device was implanted were overwritten by episodes from post-explant due to the device being left in programming as if implanted. Diagnostics indicated that the device was able to deliver therapy throughout the implant life.

Event description:
It was reported that this device was returned more than three months post-mortem. There are no allegations regarding this patient's death and this device.